Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. DHR review for part 314.05, lot 4787190: release to warehouse date: june 10, 2004. Supplier: synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during a transcervical femoral neck fracture procedure on (B)(6) 2016, surgeon was attempting final tightening of the screws when the handle of the cannulated screwdriver became detached from the shaft and began to spin in place. Another screwdriver was readily available and was used to complete the procedure successfully with no harm to patient. Procedure was delayed approximately one (1) minute while another screwdriver was retrieved. Concomitant devices reported: screw (part and lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).